Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an occlusion event with an infusion set and was alerted by alarm 2 followed by alarm 26. It was found that the blockage was located at the site. Patient changed supplies as necessary and resumed insulin therapy. Patient was also advised to do a complete site change. Patient was also to do a correction bolus. Patient was also reported to have significant scar tissue on her abdomen from surgeries. However, there was no inflammation at the site. Patient had not changed her cartridge since this problem began. No further information available.